Event description:
It was reported that the cuff inflated properly during the pre-use check. Then, after inserting the product in the patient, the customer tried to inflate the cuff, but it would not be inflated. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: three photos were included in agile attachments for evaluation; photos showed a complainant sample. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The sample was visually inspected under normal conditions of illumination to detect any condition that could cause the failure mode reported. No defects were found. The sample was connected to a leak tester machine to identify any leaks. No leaks were detected. No fault was found with the device. No root cause was determined, and no corrective actions were required since the complaint was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).